Event description:
No harm to patient. Reporting on behalf of discovering rn. Rn pulled cefazolin 2g in 50ml dextrose injection bag. Rn pulled silver sticker off lower portion of bag where powder is contained and upon mixing powder and solution, realized an absence of powder in the lower pouch. Rn pulled another cefazolin bag and was able to mix the contents successfully. Manufacturer: braun, expiration 08-2027, lot number h68621.